Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height - 176 cm, body mass index (bmi) - 25.5 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted pulmonary segmentectomy procedure. The pulmonary segmentectomy procedure was completed robotically. There were no reported da vinci device malfunctions during the procedure. After discharge, the patient reported difficulty swallowing and voice changes over a two month period (the onset date of the event was not reported). There was no perceived pain, but the patient could feel food and tablets becoming stuck and needed to wash down the food/tablets with a drink. Fifty-eight days later, the patient was referred by a general practitioner for an ear nose throat (ent) evaluation. During the evaluation, the patient presented with a gurgle voice characterized by moderate roughness and mild to moderate breathiness. The swallow reflex was found to be normal. No focal or sinister lesions were observed on the vocal cords; however, a submucosal cyst was identified at the midpoint of the left vocal cord, with normal overlying epithelium. The patient was found to have a constant and stable hoarse voice for one year. The ent specialist recommended that the general practitioner refer the patient to a local speech and language therapy service and arrange for stroboscopy at the next available voice clinic appointment.